Event description:
The user facility reported the switch box for their surgical light was smoking. The facility was evacuated and the fire department was dispatched. No report of injuries or procedural delays or cancellations.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the light and switch box, and identified the wall controller's capacitor had burnt out. The wall control subject of this event was not under steris service contract. Wall controls require routine preventive maintenance inspections to ensure proper operation of the wall control circuit breakers, fuse holders, connectors and wires and to detect any component degradation or loose connections (maintenance manual, table 5-1). As noted above, steris was not under contract to perform preventive maintenance on this controller. The vic wall control for the light system is located outside the area that is considered an oxygen rich environment. The wall control is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with nfpa 99 and local code requirements for use in areas where flammable anesthetics may be in use (installation instruction, page 7-1). The outer cover of the control box is made of a 94-v0 polymer material which does not support combustion and is a standard polymer material commonly used for medically-rated equipment. As a result of these design features, a capacitor or other component failure in the wall control box does not present a fire hazard. Steris discontinued installation of new sq-240 lighting systems in 2002. The expected useful life of the system is 7 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the devices maintenance manual. The manual for these systems notes that the frequency outlined for preventive maintenance activities is a minimum frequency and the frequency of preventive maintenance activities should be increased with increased light usage. The technician informed the user facility that their light was no longer serviceable due to its age and removed it from service. The account manager will give the customer a quote for a new surgical light.